Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancy issues. The customer¿s blood glucose level from the reported event was 199 mg/dl while the sensor glucose level was 54 mg/dl. The sensor and blood glucose difference was not within acceptable range. Troubleshooting was performed. The customer¿s current blood glucose level was 199 mg/dl. The customer stated that the sensor glucose value of 60 mg/dl triggered a suspend event. The threshold low suspend limit in the sensor¿s setting was 60 mg/dl. They were advised to turn the sensor off for two to four hours and then turn it back on. The product will not be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 random opened/used sensor and performed continuity resistance and sensor passed per specifications. Performed test and sensor failed per specification due to high readings. See attached file for details.